Manufacturer narrative:
Physio-control examined the customer's device and performed extensive testing. Physio was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when their device was tilted forward it would power off by itself. There was no patient use associated with the reported event.